Event description:
Pt arrested, downtime unknown. Ventilations ineffective with the manual resuscitator due to malfunctioning flap valve at the o2 reservoir. Another device obtained immediately. Pt was resuscitated but remained unresponsive and on a ventilator. Life support discontinued in 2002 and pt expired.